Event description:
The customer reported that the spectrum pump displayed constant close door messages. No patient injury was reported. No further info was provided.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The evaluation confirmed the reported symptom of "constant close door messages" caused by a failed lower aux flex. The lower aux assembly has been replaced.